Manufacturer narrative:
The hospital biomed evaluated the system and was unable to duplicate the reported freezing central station display, but did find that the touchscreen required additional force in certain portions to respond to the touch. The biomed noted that the display was old and had replaced it as a precaution as it could be perceived as a frozen display. Additionally, a spacelabs healthcare field service engineer (fse) was dispatched to evaluate the system and was unable to verify the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Although the issue was unable to be duplicated, it is likely the cause of the perceived frozen central was due to the display not responding to the user's touch.

Event description:
The customer reported that while monitoring patients at a central station, the central station display froze, and the waveform zones were blocked with a configuration window while the device was alarming. The staff reported that due to the stuck window, they were unable to identify which patient was alarming at the time. The staff power cycled the device, and the configuration window was no longer blocking the zone and they identified the patient associated with the alarms. It was reported that the patient had died, but it was later confirmed that the patient was listed as do not resuscitate (dnr) and that they had passed at a later time and not due to the reported event.